Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia complex regional pain syndrome. It was reported that the patient's device no longer worked. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was interrogated and that it was in working condition. The patient stated that the ins no longer provided sufficient relief from pain, but that their was no ins malfunction. The rep noted that the issue was now resolved. No further complications were reported.